Event description:
A philips employee became aware of a journal article (published online 25mar2021) ¿comparison of acute and long-term outcomes of evolution® and tightrail¿¿. The study retrospectively aimed to compare the efficacy and safety of two different rotational mechanical dilator sheaths in retrospectively analyzed patients who underwent transvenous lead extraction (tle). A total of 566 lead extractions from 302 patients using tightrail (333 lead extractions from 169 patients) and evolution (233 lead extractions from 133 patients) mechanical dilator sheaths were enrolled in the study between july 2009 and june 2018. All lesions were sequentially treated with spectranetics tightrail rotating dilator sheaths and cook medical evolutions. Procedural complications included 7 hematomas, 5 pericardial effusions, 1 pneumothorax, 1 vascular repair at femoral venous entry site, 1 cardiac tamponade and 1 massive pericardial effusion (MDR # 3007284006-2026-00288). Additionally, 1 patient experienced death due to intercranial hemorrhage. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 25mar2021 has been used, the date of publication. Bahadir, nihan, canpolat, ugur, kaya, ergun, sahiner, levent, ates, hakan, aytemir, kudret. Https://doi.org/10.1111/jce.15006. This report captures the death that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from turkey, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.